Event description:
It was reported that during an unknown procedure, there was leakage. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported felt overfilled. The hp stated she bypassed the initial drain and filled with her normal fill volume (fv) of 2500ml then felt uncomfortable. The technical service representative (tsr) explained to the hp to never bypass the initial drain if she hadn't drained out at least 70% of the last fill. The hp stated she always does and never seemed to have a problem. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010, product surveillance contacted the hp peritoneal dialysis nurse (pdn) regarding the report of feeling uncomfortable. The pdn stated she was unaware that the hp was bypassing the initial drain and would follow up with the hp on proper procedures. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.